Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR : 05jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery is not holding a charge issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery is not holding a charge. There was no patient involvement.